Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: while in use, it was noticed that the tip of device was frayed. A new device was opened to complete the procedure. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).